Event description:
Customer reported that he had high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was over 600 mg/dl at the time of emergency room visit. Customer stated that he had scar tissue and may have not inserted the infusion set properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.